Event description:
It was reported that the right ventricular (rv) lead had high thresholds with intermittent capture, no capture at maximum outputs and high impedance. The rv lead was capped and replaced. No patient complications were reported as a result of this report.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).